Manufacturer narrative:
Device evaluated by manufacturer. Manufacturer narrative: the customer reports that the cns (central network station) screen is freezing and numerics are randomly disappearing from the screen. The customer states that the issue didn't come up until the cross screen mouse was applied and then they experienced the screen glitches. Also when trying to print the screen freezes and a saw tooth pattern comes up for a second then goes away after printing is finished and shows up on the print strips. Customer is being provided with a loaner. The customer's device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. No malfunction was found. The hard drives were re-imaged with software version 02-40. Completed all steps in the maintenance check sheet per service manual and performed an extended test for a week with orgs, recorder, and printer. The device was returned to the customer. Additionally, it was determined that the printer settings need to be readjusted. The driver should have been set up as "print directly" instead of "print spooling. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) screen is freezing and numerics are randomly disappearing from the screen. The customer states that the issue didn't come up until the cross screen mouse was applied and then they got the screen glitches. Also when trying to print the screen freezes and a saw tooth pattern comes up for a second then goes away after printing is finished and shows up on the print strips. Customer is being provided with a loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) screen is freezing and numerics are randomly disappearing from the screen. The customer states that the issue didn't come up until the cross screen mouse was applied and then they got the screen glitches. Also when trying to print the screen freezes and a saw tooth pattern comes up for a second then goes away after printing is finished and shows up on the print strips. Customer is being provided with a loaner.